Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number 2400100000-2022-8074. The device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
PICC line was placed without event. Line was flushed, secured and maintenance fluids were infusing. After a brief time line was noted to have blood backing up, upon flushing catheter a crack was noted in the hub. Line was then removed per procedural protocol.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number (B)(4) the complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received an extension line cut off from a nutriline catheter and mounted on a 10 ml posiflush saline syringe from bd. The customer claimed that the luer lock hub on this extension line cracked after some time of use. We examined the sample and found that the proximal ll-hub was severely damaged. A deep crack was found, and the material had a light yellowish color. The hub did not crack in the parting plane, but at the right angle at its gating point. Furthermore, microscopic examination showed that the screw thread was damaged mechanically. The hospital reported upon our query that they used the hi-lite orange chloraprep (chg) applicators. The active substances in chloraprep are 2% w/v chlorhexidine gluconate and 70% v/v isopropyl alcohol. Orange coloring is added. This explains the material's change in color a review of the batch history records was performed, and no deviations were found. The batch complied to its specification and was released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. The process documentation for the hekuma robot where the extension line is overmolded with the luer lock hub (code (B)(4), batch 8128463 and 8131323) did not show any deviation from normal process parameters. No similar complaints regarding a cracked luer lock hub were ever received on code (B)(4). No further corrective action was initiated by quality management as there is no indications of a manufacturing defect and no trend exists. Corrective action: this is the first complaint regarding a cracked luer lock hub on code (B)(4), and there is no indications of a manufacturing defect. Therefore, no further corrective action is initiated by quality management this failure will be monitored for future actions.

Event description:
PICC line was placed without event. Line was flushed, secured and maintenance fluids were infusing. After a brief time line was noted to have blood backing up, upon flushing catheter a crack was noted in the hub. Line was then removed per procedural protocol.